Manufacturer narrative:
The device was not explanted post-mortem and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker passed away in a ward after the implantation. The cause of death was not reported. The field representative asked the physician for more details about the cause of death, resuscitation efforts performed, and what was observed on the telemetry monitor when the patient was in recovery. The physician only replied the patient's death was not related to the device.